Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the reservoir had air bubbles. Customer's blood glucose was unk. The troubleshooting was not completed due to this not being the situation with the current infusion set and she no long has infusion sets. Advised the customer to monitor the issue and call in problems persist.